Event description:
It was reported that the patient presented to the hospital with syncope and an intermittent loss of capture. In addition, the right ventricular (rv) lead exhibited an increase in threshold. The rv lead was initally reprogrammed and then capped and replaced accordingly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID e2dr01aa implantable pulse generator (ipg) implanted: (B)(6) 2005 product ID 507652 implantable pacing lead implanted: (B)(6) 2005. (B)(4).